Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported this lead was explanted and replaced due to dislodgement. The lead became dislodged when the patient slipped and fell.

Manufacturer narrative:
On 4/26/2018 - we received a device evaluation. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed cuts in the insulation. It is reasonable to assume that these damages resulted from the explantation procedure. Blood penetrated the lead in the cut areas. During the mechanical analysis, a stylet intended to be used with this lead could be inserted and advanced within the leads lumen only with resistance. This was due to the presence of coagulated blood in the lead, which was most likely introduced into the lumen as a result of stylets used during the surgery. Thus the functional test of the fixation mechanism was not properly feasible. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported dislodgement. The values of the parameters measured during the electrical analysis were within the technical specifications. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.